Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the distal end, the instrument channel, the air/water channel and the auxiliary water channel of this device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model dsd-201(made by (B)(4)). There was no report of patient infection associated with this report. - air/water channel: >1000 cfu/channel(pseudomonas aeruginosa). - instrument channel: >1000 cfu/channel(pseudomonas aeruginosa). - auxiliary water channel: 30 cfu/channel(pseudomonas aeruginosa). - distal end: >1000 cfu/tampone(pseudomonas aeruginosa).